Event description:
An unplanned surgery was performed on a patient due to a malfunctioning ams 700 penile implant. It exposed the patient to additional surgical risks. The patient had the device implanted for 9 months.======================manufacturer response for penile implant, (brand not provided) (per site reporter).======================there has been no updated from the manufacturer as of the date of this report.